Event description:
It was reported that there were black lines on the left-hand side of the pump screen, affecting the customer's ability to read the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and instructed the caller to put the malfunctioning pump into storage mode and return it with a pre-paid label, which the caller understood and acknowledged. The customer reverted to manual injections for insulin therapy.